Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was found in safety mode during pre-implant interrogation. Boston scientific technical services (ts) advised the device should not be implanted. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that this pacemaker was found in safety mode during pre-implant interrogation. Boston scientific technical services (ts) advised the device should not be implanted. There was no patient involvement.